Event description:
Caller reported that pump battery would not charge, but there was no adverse impact to customer¿s blood glucose level. Despite trying different wall outlets and charging cables, the issue persisted as the charging connection remained unstable. Technical support decided to replace the pump, and the customer switched to multiple daily injections for insulin delivery. Caller was instructed on returning the pump and agreed to send it back to tandem using a pre-paid label within 10 days.